Event description:
A hospital in (B)(6) reported via our distributor that the inspiratory limb of an rt212 adult breathing circuit was an open circuit. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 device was not returned to fisher & paykel healthcare for further investigation. Results: without a complaint device we are unable to determine what caused the problem observed by the customer. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production.